Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that during the replacement of an ams700 inflatable penile prosthesis the pump was replaced due to a dimple in the pump. The procedure was completed with another pump. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the patient got well.

Event description:
It was reported that during the replacement of an ams700 inflatable penile prosthesis the pump was replaced due to a dimple in the pump. The procedure was completed with another pump. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the patient got well.